Event description:
During ventilation of a patient the nurse saw that the ip panel went totally black for a few seconds. Panel came back and showed the normal screen. Device didn't give any alarm. The c6 has also the vti / vte software bug. (Difference in measured value's) the customer discovered this after inspecting the device. When will this be fixed because this is known for a long time.

Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error which was addressed in fsn as noted in chapter 6.6. There was no patient or user harm.